Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position during an endoscopic ultrasound (eus) procedure for gallbladder drainage on (B)(6) 2017. According to the complainant, during the procedure, the first flange of the stent was successfully deployed in the gallbladder. The physician then pulled back on the stent and the remainder of the stent prematurely deployed inside the scope channel. The stent was pushed out of the scope and into the patient using another device. It is unknown how the stent was removed from the patient. The procedure was completed with another device. The patient condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was being implanted for gallbladder drainage; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6cm in size and walled-off necrosis = 6cm in size with = 70% fluid content that are adherent to the gastric or bowel wall..